Event description:
Customer reported implant loss (B)(4). Implant loss, initial placement successful and then it failed. Patient: (B)(6), date placed: (B)(6) 2025, date failed: (B)(6) 2026, reference: (B)(4), lot: 515077.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.